Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to stimulation inadequate as the lead was not covering her painful areas, the patient also wanted a system upgrade for (magnetic resonance imaging) MRI access. The patient is doing great post operatively and the device will not be returned due to hospital policy.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6. Additional suspect medical device components involved in the event: 18951842 product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7071691.

Manufacturer narrative:
Additional suspect medical device components involved in the event: 18951842 product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7071691.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to stimulation inadequate, the patient is doing well post operatively and the device will not be returned due to hospital policy.